Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient fell early in the morning and they came disconnected from their modular cable. The patient's wife plugged the modular cable back in and it was ensured that it was tightened and locked into place. The site was not sure if any pins got damaged in the modular cable. Log files were sent for review and the log files confirmed 2 driveline disconnect events. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
B1 ¿ type of report - correction. H1 - type of reportable event - correction. Manufacturer¿s investigation conclusion: the reported event of driveline disconnect alarm was confirmed via log file analysis. Data on (B)(6) 2025 was reviewed. The controller event log file revealed a driveline disconnect alarm event was captured on (B)(6) 2025 at 1:06:41 with associated hazard (lvad off, low flow) alarms active. The driveline was connected at 1:06:50 and the system recovered shortly after. The hazard alarms cleared at 1:06:54. A second driveline disconnect alarm event was captured at 1:16:21. The driveline was connected at 1:16:49 and the hazard alarms cleared at 1:16:53. The system operated within the patient speed limit value (5,700 rpm) and low speed limit value (5,500 rpm) thereafter. Attempts were made to obtain additional information from the customer regarding equipment exchange and product return status; however, no additional information was provided. Modular cable (lot # 7641658) was unavailable for evaluation. A root cause that led to the modular cable being disconnected from the system controller could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline disconnected alarms. Driveline disconnected alarm : 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. Also, check that the modular inline connector is secure. See page 2-23. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. 3. If the alarm still persists, check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 4. If driveline is connected and alarm persists, replace the system controller with a configured backup system controller. Low flow alarm indicating flow is less than 2.5 lpm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.